Event description:
It was reported that the device exhibited "error 46828-b2001583". There was no patient involvement.

Manufacturer narrative:
B3: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a peeled dso seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the software. As a result, flash newest software version and preventative maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.